Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (245 mg/dl). Customer stated that their health care professional suggested their carbohydrate ratio settings be adjusted. Customer stabilized bg levels via the pump. Tandem technical support guided the customer through adjusting the carbohydrate ratio.